Event description:
It was reported to boston scientific corporation that a pt underwent a therapeutic hydrothermal ablation procedure in 2007. On two days later, the pt was admitted to the hospital suffering from abdominal pain with an elevated white blood count and fever. The pt was administrated antibiotics (unk). Further testing did not reveal any injuries. The tubal ostia and the fallopian tubes appeared to be distended. The pt was released after being treated for two days. Approx one week later, the pt returned suffering from pain and re-admitted into the hospital. The pt is still being treated with antibiotics. The physician stated that there is a possibility the pt may have pid (pelvic inflammatory disease). According to the complainant the pt is recovering and has returned to work.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event. One possible lot has been identified for the device: 32949. A review of the device history record (DHR) was performed on these lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for this type of event. The august 2007 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.